Manufacturer narrative:
It has been determined that there was no device issue with the power management (pm) printed circuit board assembly (pcba). The device alarmed battery failed because the customer was using a third-party battery when they were received their scheduled upgrade of the pm pcba. The device issue lies with the customer's choice to use a third-party battery on the v60. The customer was advised to replace the third-party battery with a philips manufactured battery. The customer rejected the provided quote and stated that they planned to replace the battery on their own. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the power management (pm) printed circuit board assembly (pcba) needed to be replaced. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. This investigation is ongoing.